Manufacturer narrative:
Note: the implanted two iskd lengtheners lengthened as designed; no malfunction of the devices occurred. See scanned pages.

Event description:
The hospital ordered two iskd lengtheners for bilateral lengthening of the patient's limbs. The distributor sent two iskd lengtheners instead of the orginal ordered by the hospital. The two iskd lengtheners were implanted for the bilateral lengthening of the patient's limbs. Four months after the initial surgery, the surgeon noticed that both limbs have lengthened 8cm (3cm longer than the intended lengthening goal of 5cm). The surgeon is considering revision surgery. No further information provided.